Event description:
It was further reported that the de novo target lesion was severely calcified and the balloon was intended to be used for plain old balloon angioplasty (poba)

Manufacturer narrative:
(B)(4).device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR #: 2134265-2012-00141.it was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, the catheter became stuck on the guide wirethe 70% stenosed lesion was located in the calcified and moderately tortuous left external iliac artery. The unspecified size sterling otw balloon catheter became stuck on a thruway guide wire. The guide wire was kinked approximately 5cm from the tip. The procedure was completed with a different device. No patient complications were reported and the patient status was good.